Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints found within the work order. (B)(4).

Event description:
The customer reported the a bent haptic was observed on the +19.5 diopter aq2010v silicone three piece lens as soon as the package was opened . Received damaged and was not used. No patient contact.

Manufacturer narrative:
Results code (evaluation result): evaluation of the returned product found one haptic bent. The lens was returned dry. Conclusion (unable to confirm complaint): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing process of this lens that contributed to the root cause of the complaint. Based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).